Event description:
It was reported that the device was used during a laparoscopic nephrectomy, there was an instrument failure. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use.